Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that patient was injected in lips with [unspecified] juvéderm® volift¿ by another injector. Approximately three months later, patient was injected in lips with 1ml [unspecified] juvéderm® volift¿ with same injector. Approximately two months later, patient visited treating hcp after they had developed edema and nodule that caused severe pain when touched in lips. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03500 (allergan complaint # (B)(4)). This MDR is being submitted for the first injection, juvéderm® volift¿.

Event description:
Additionally, it was reported that patient's symptoms completely resolved after hyaluronidase treatment and short course of steroid and antihistamine approximately six months after symptoms appeared.